Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis revealed normal battery depletion and the device meets 80% of expected longevity. We did receive performance data collected from the device and have analyzed the data. Time of elective replacement indicator (eri) in save to disk is on (B)(6) 2011, device eri<=2.62 volt. Weekly battery voltage log data shows min b (v)=2.64 to 2.62 volts minimum between (B)(6) 2011 and (B)(6) 2011. 2 - patient alerts for low battery voltage occurred on (B)(6) 2011 03:00:03 and (B)(6) 2011 03:00:02.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) actual longevity is < 80% of 99.9% longevity limit. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device triggered elective replacement indicator. Early battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.